Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely high digoxin (dign) result generated by the unicel dxc 600i synchron access clinical systems. A pt sample was tested for dign and a result of "=>4.5ng/ml" was obtained. The result was printed with a "rx abs lo" flag. Customer diluted sample 1:5, repeated testing and obtained a result of 3.2ng/ml (x5=16ng/ml). Diluting is the correct action for these flags per bci documentation. After the physician questioned the result, the sample was re-run and repeated result was 0.5ng/ml. The result was amended. In addition, the sample was sent to the main lab for dign testing and a result of 0.43ng/ml was obtained. It is unk if the elevated result affected pt treatment, but the physician questioned the result.

Manufacturer narrative:
Qc was performed prior to the event and was within the lab's established ranges. The customer indicated having problems getting dign to calibrate. Field service engineer (fse) was dispatched to the customer's lab: the fse replaced numerous parts. The problem was resolved after reagent syringe valve and a/b valve were replaced. Hardware issue may have contributed to this event. However, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.